Event description:
It was reported that the patient was experiencing persistent low flows. The patient's blood pressure and fluids were optimized, and they were admitted. An echocardiogram (echo) performed revealed the left ventricle was dilated and the aortic valve opened widely with every beat. A computerized tomography (CT) scan revealed a gelatin-like obstruction in the outflow graft. There were no changes to the patient's condition or anticoagulation status that may have contributed to the event. The patient was taken back to the operating room (or) to remove the obstruction between the bend relief and the outflow graft. Pump flow immediately increased, and cardiac output returned to normal.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed based on the provided images. According to the account, after cleaning the obstruction between the bend relief and outflow graft, flow immediately improved. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report that the left ventricle (lv) was distended could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2022. The file captured intermittent low flow hazard alarms. No other notable alarms were observed. The pump appeared to operate as intended at the set speed. No CT images were submitted for review. The account provided images which were taken while the patient was in the or. The first four images showed that the outflow graft bend relief had been cut longitudinally, exposing the underlying outflow graft. The reported obstruction between the bend relief and outflow graft could not be conclusively confirmed based on these images. The final image captured the patient¿s pump parameters, with the flow observed at 4.6 lpm. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) (rev. G) and the heartmate 3 patient handbook (rev. G) are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.